Manufacturer narrative:
(B)(4).

Event description:
It was reported that when the asymptomatic patient presented to the clinic for follow - up, egm's revealed post paced t wave oversensing on the ventricular channel. Programming changes and performing induction testing were recommended. Patient condition is fine.